Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A risk review confirmed that the event was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Improperly sized cylinders is acknowledged within the dfu and are not related to off label use or failure to follow instructions. Additionally, the dfu provides a table to select correctly sized cylinders. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent size related complications. Based on the information available and analysis results, the improperly measured cylinder identified with the cylinder was an unintended use error that could have caused or contributed to the reported clinical observations of size incorrect for patient.

Event description:
It was reported that the patient had a replacement surgery for a new inflatable penile prosthesis (ipp) device implant due to it being incorrectly measured when it was implanted by the implant physician. There were no device issues or patient complications reported at this time.

Event description:
It was reported that the patient had a replacement surgery for a new inflatable penile prosthesis (ipp) device implant due to it being incorrectly measured when it was implanted by the implant physician. There were no device issues or patient complications reported at this time.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.